Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded broviac catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4.2fr s/l broviac catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed just distal of the intermediate tubing. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The catheter material was visibly lighter in color at the fracture site. Occluding blood product material was observed within the catheter lumen distal to the burst site, and flushing against that occlusion likely resulted in the observed split. Blood product occlusions can result from improper catheter maintenance. The product IFU provides instructions for proper catheter maintenance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
5/2/2017 - facility reported to the sales rep that the broviac catheter had to be removed due to an alleged occlusion. It was stated that the patient was admitted on an in-patient basis at the time of the catheter placement. Patient was receiving continuous IV fluids, infusing tpn with lipids and heparin in the tpn, at the time of the occlusion. Fluids were running continuously and locked at the time of the occlusion. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2017 - facility reported to the sales rep that the broviac catheter had to be removed due to an alleged occlusion. It was stated that the patient was admitted on an in-patient basis at the time of the catheter placement. Patient was receiving continuous IV fluids, infusing tpn with lipids and heparin in the tpn, at the time of the occlusion. Fluids were running continuously and locked at the time of the occlusion. No patient harm was reported.